Event description:
It was reported a patient presented in clinic with no capture on the right ventricular (rv) and left ventricular lead. Both leads were explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was doing well.